Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 500 mg/dl with a medium level of ketones. A correction bolus was delivered to address the bg level. The customer reported that too much insulin had been purposely delivered via the pump as she was unsure how much insulin had been delivered prior to the pump. Subsequently, the customer's bg was 32 mg/dl. Cake was consumed to address the bg level. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion as the alarms had not reoccurred. The customer's bg level was 130 mg/dl